Manufacturer narrative:
The pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due, were unable to be conducted due to blank display. The pump was received with moisture damage to motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they had blank display and audio and beep anomaly. The customer's blood glucose level at the time of incident was 150mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.